Event description:
On (B)(6) 205 I had an ap lap band put in and was told it was a permanent device. It was a problem from the beginning. I had to go to the ER at one point because I could not keep anything at all down and felt as if I were choking. I have vomited, suffered from pain and gerd from the beginning. In (B)(6) 2015 I finally had enough. Went back to my surgeon who did the upper gi and said I had a dilated esophagus and demented pouch. He said taking out fluid would fix the issue. After almost a year of the same problems, went back on (B)(6) 2016, another upper gi and was told it was worse and had to come out. So now I have to have another surgery. This was a faulty product and should never have been on the market. My revision is next monday at the point I will know about scar tissue and any adhesions.